Event description:
It was reported that a device alarmed for a system error 105 multiple times while the device was in the ICU. These alarms were found in the history log of the device. There was no report of pt injury.

Manufacturer narrative:
(B)(4). Baxter is currently evaluated this device. A supplemental will be submitted when the device eval is complete.